Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. Motion calibration was performed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. A software analysis was initiated. The issue was caused by a software anomaly. The anomaly is tracked in an internal medtronic data base.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not docking properly. User attempted to invalidate and re-validate home four times and the system was still not docking properly. Image system error logs showing motion errors. No patient present.